Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ethernet cable was frayed at the device. A field service engineer replaced the cable to resolve this issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator had failed due to a broken cord. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.